Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Analysis of the data logs did not reveal any performance issues. The device was returned with the entire catheter cut off. No other damage or abnormalities were noted. After reviewing the clinical information, it was discussed that the root cause of the low pump flow could potentially be the patient's condition, however a definitive cause could not be established. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 66-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows midway through support. The patient decompensated and began to receive inadequate hemodynamic support, despite the impella being in proper position and all pump metrics being within normal limits. Notably, the patient presented with considerably low end-diastolic pressure (edp) and ejection fraction (ef) values. The patient was then placed on venous- arterial extracorporeal membrane oxygenation (va ECMO) for additional support with the impella. The pump remained implanted until the patient was successfully weaned for transplant. There was no reported harm to the patient.